Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was in a car accident and was taken to the emergency room (ER) by ambulance, where the patient was diagnosed with blood glucose values that dropped to 12 mg/dl. For treatment, the patient was given dextrose by the ambulance and another 50 percent dextrose at the ER. The pod was worn between 4 and 24 hours on unknown location. The patient was discharged after a few hours.